Event description:
A malfunction was reported on the pump without any notable prior events. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer reset the pump with assistance from technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.